Manufacturer narrative:
Approximately 9 months after a physician placed a palmaz blue stent in the celiac artery, the patient started to have similar symptoms and a stent fracture was discovered during a follow up exam. The stent fracture was also associated with restenosis between the fractured pieces. The target lesion had greater than 80% stenosis, calcified and was 1.8cm in length. There was no patient injury reported. The access site was the right groin with ultrasound. While attempting to angioplasty the stent, the proximal portion of the fractured stent broke off into the abdominal aorta. A new stent was placed. The proximal portion of the fractured stent that was in the abdominal aorta was pulled down into the common iliac and using angioplasty was tacked to the wall of the vessel. Only one stent was placed and the total stented segment was 2cm. The stent was deployed at nominal pressure with minimal residual luminal stenosis. There was no post dilatation. There was no aneurysm and no stent thrombosis. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The device was not returned for analysis as it remained implanted in the patient. The exact etiology of the stent fracture is not clear from the information provided; however, stent fractures are known potential complications of this type of procedure and are listed in the instructions for use as such. Stents within the celiac artery are not immune to fracture. Biomechanical forces can lead to strut fatigue and fracture. Factors that may have influenced the event include patient, procedural and lesion. In regard to the arterial restenosis, progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The event description notes that during treatment for restenosis, the fractured stent separated and was implanted in the common iliac. Procedural factors (dilation of a fractured stent) may have contributed to the separation and migration of the stent. Neither the DHR nor the information available suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
Approximately 9 months after a physician placed a 5mmx18mm palmaz blue stent in the celiac artery, the patient started to have similar symptoms and it was discovered that the stent had been fractured during a follow up exam. The stent fracture was also associated with restenosis between the fractured pieces. While attempting to angioplasty the stent, the proximal portion of the fractured stent broke off into the abdominal aorta. A new stent was placed. The proximal portion of the fractured stent that was in the abdominal aorta was pulled down into the common iliac and using angioplasty was tacked to the wall of the vessel. The access site was the right groin with ultrasound. The target lesion had greater than 80% stenosis, calcified and was 1.8cm in length. Only one stent was placed and the total stented segment was 2cm. The stent was deployed at nominal pressure with minimal residual luminal stenosis. There was no post dilatation. There was no aneurysm and no stent thrombosis. Current status of the patient is alive and well.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.